Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01148. The pt received his scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2009. It was reported that the pt used to recharge his ipg once a week but now must recharge every day. Based on the pt's settings, it was estimated that the ipg battery should last approximately 26 days between charges. It was also reported that the system exhibited low impedance readings on 12 of the 16 lead contacts. A replacement charger and reprogramming sessions were unsuccessful at resolving the issues. F/u on the pt found that the physician will most likely explant and replace the ipg and leads. The procedure date is currently undetermined; no further info is available at this time.